Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced inappropriate shocks due to noise. The sensing measurements had decreased from 25 millivolts to 1 millivolts. Pacing impedance measurements were greater than 2000 ohms with no capture at maximum outputs. Under fluoroscopy, a lead fracture was noted and a revision procedure was to be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information indicated a revision procedure was performed and the proximal coil only remains utilized.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.